Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was worn through the MRI and that she received a weak battery alarm and an error alarm. The blood glucose reading was 300 mg/dl. Customer was unable to troubleshoot for the issue. Nothing further was reported.